Event description:
A patient was taken to the emergency room. The patient's meter allegedly had segments on the display. Also reporting inaccurate high readings. The result on their meter was hi and the hospital meter also gave a high reading of 500 mg/dl. Treatment was unknown. No further information has been reported.